Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada 18 device referenced will filed under a separate medwatch MFR number.

Event description:
It was reported during a complex procedure to treat a lesion in the lower extremity, an armada 18 balloon ruptured at 8 atmospheres (atm). The device was removed and a new armada 18 was used successfully. During the same procedure an armada 14 was used; however, there were difficulties to deflate the balloon. Finally, the armada 14 balloon was deflated and the device was removed. As the result was not satisfactory, a new armada 14 was used successfully. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported deflation difficulty could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
Subsequent to the initial medwatch report filing, the following additional information was received: the armada 14 balloon was removed from the patient partially deflated without issue. No additional information was provided.